Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device shows the luer fitting is separated from the tubing. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that the line attached to the oxygenator came apart near the end of bypass. The male leur stayed attached to the oxygenator, however, the tubing came off of it. The customer reported that it should not be able to detach in this location. The location of the disconnection was found on the custom pack specification on line 11 at the right side of the page. The patient lost 200ml or more of blood, but did not have to get a transfusion. There was no package damage noted, but the customer says these connections are not as secure as they have been in the past. The device was replaced, however, when the customer opened the second pack, the line was already disconnected inside the pack. The customer had to terminate the bypass. There was no adverse patient effect associated with this event other than the blood loss. Medtronic received additional information that one leak failure has occurred. The customer reported that the other lines have been discarded because they do not appear to be built securely. There was no visible air in the system/tubing.